Event description:
A supplemental correction MDR is being sent to update to f code and to update the patient outcome related to severity input changes on (B)(6) 2025. On (B)(6) 2025 the initial reporter provided the following additional information: "in answer to your questions, the device was not used in a tortuous position, the puncture site was not difficult. This was a 15mm distal cbd mass accessed from d2 and d1. Pancreatitis settled without intervention - 9 days in hospital. No secondary intervention - required cbd stent for worsening jaundice but this was unrelated to fnb or pancreatitis." Along with the answers to the following questions. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? Tbc. 8. Was puncture of the target site difficult? Tbc. 9. Please describe the anatomical location of the intended target site (pancreas). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. Tbc. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? Tbc. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Tbc. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus gf-uct260 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? N/a ¿ no issues with device. Operated as intended. 24. Was the syringe used during the procedure, after the stylet was removed? N/a. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? 28. Was the stylet partially removed when advancing the needle into the target site? N/a. 29. How many samples were obtained (passes completed) with this needle? (B)(4). 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Tbc". On (B)(6) 2025 additional information was received to clarify the country of origin was great britain and not ireland along with the customer entity being (B)(6) and not (B)(6). Corrections have been made to reflect this.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As pancreatitis is a complication of the procedure it is unknown if the product was the issue. "All cores good and lots of tissue, but one fairly nasty pancreatitis which although not unheard of is it a bit unusual." "As per cc form": post procedure pancreatitis reported. Risk factor of procedure but reported for records as product launch evaluation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? Tbc. 8. Was puncture of the target site difficult? Tbc. 9. Please describe the size of the intended target site. Tbc. 10. Was the device damaged in packaging prior to removal? No. 11. Was the device damaged on removal from packaging? No. 12. Was force required to remove the device? No. 13. Did the patient require any additional procedures as a result of this event? Tbc. 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Tbc. 15. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 16. What is the scope manufacturer and model number that was used? Olympus gf-uct260. 17. Was resistance felt while inserting the device through the scope? No. 18. Was the scope recently serviced / repaired? N/a. 19. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? N/a ¿ no issues with device. Operated as intended. 20. Was the syringe used during the procedure, after the stylet was removed? N/a. 21. Was difficulty experienced while retracting the needle? No. 22. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 23. Was the stylet partially removed when advancing the needle into the target site? N/a. 24. How many samples were obtained (passes completed) with this needle? 3. 25. Did any section of the device detach inside the patient? No. 26. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 27. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 28. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Tbc.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-jun-2025. Patient outcome a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience adverse effects due to this occurrence.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 17-jun-2025. Investigation - evaluation device evaluation the device evaluation of the echo-bx-3-22 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution, all echo-bx-3-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-bx-3-22 of lot number c2221077 and c2221075 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0136, which informs the user about the potential adverse events " those associated with the device: acute pancreatitis, allergic reaction to nickel, fever, hemorrhage, infection, pain/discomfort, perforation, peritonitis, portal vein gas and thrombosis, pneumoperitoneum, tumor seeding (through the needle tract).¿ image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. Also, there is no information pertaining to patient's pre-existing/underlying conditions. As per IFU, acute pancreatitis is a known potential adverse event. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Summary according to the customer, post procedure pancreatitis was reported. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the customer and or rep testimony. According to the initial reporter, the patient did experience adverse effects due to this occurrence. Pancreatitis settled without intervention - 9 days in hospital. No secondary intervention - required cbd stent for worsening jaundice but this was unrelated to fnb or pancreatitis. According to medical advisor's input "the pancreatitis settled without intervention, therefore I would consider it a conservative treatment even this patient was hospitalized for 9 days." Investigation findings conclude a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. Also, there is no information pertaining to patient's pre-existing/underlying conditions. As per IFU, acute pancreatitis is a known potential adverse event. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Complaints of this nature will continue to be monitored for similar events.